Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during preventative maintenance, a 980 ventilator battery would not charge. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and replaced the battery. The se also replaced the power distribution printed circuit board assembly (pcba) and power controller pcba. The se performed calibrations and extended self-testing on the device and all tests passed.